Event description:
The physician has responded that the lead wire was suspected to be broken because high impedance was seen and the believed cause of the broken lead wire was due to the patient being kicked in the chest during an altercation. The vns was disabled. The physician recommends a 24-hour video eeg to see if she still needs vns therapy. That they do not want to re-implant the vns if she does not need it. They also plan to review xrays, however none are noted to be ordered to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was kicked in the chest some time ago and has a suspected broken lead wired. The event was not directly assessed to be caused by the kick to the chest. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.